Manufacturer narrative:
The device evaluated is not yet complete. A f/u report will be submitted when the eval is complete.

Event description:
The customer indicated that their mobile acuity central monitoring system shut itself off for unk reason. The customer stated that they had rebooted it multiple times without success. This resulted in a temporary loss of centralized monitoring, however, bedside monitoring was not affected. The customer did not provide any pt info.